Event description:
It was reported that the customer's insulin pump had a blank display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a faulty component on the interface board. The device was received with missing battery tube contact spring and loose motor support disk.